Manufacturer narrative:
It was determined at analysis that there was a sensor 7 overheat. Analysis was unable to confirm a telemetry issue. Analysis confirmed the power cord bay assembly and power cord were damaged. The floppy drive was found to be bad. The floppy drive was replaced. The device was returned unrepaired to be scrapped due to inability to effectively repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated a communication error during an implantable device check. It was also noted that the power cord bay assembly and the power cord were damaged. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.